Event description:
The report received from the study indicated that the patient was diagnosed with cerebral hyperfusion syndrome after stent implant in the right internal carotid in 2007. The stent was implanted in the ostium of the ric, and the patient experienced hemiparesis on the left side along with abnormal coordination and motor system. The onset was noted as sudden, and recovery was partial, with very minor residual as of approx four months later. The event was noted to be unrelated to the product, but related to the procedure. The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.